Event description:
It was reported that an ilet device exhibited an unresponsive wake/sleep button over several days, confirmed by user-provided video, and a replacement was provided along with instructions for returning the nonfunctioning unit. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no alarms, and successful user education on return logistics. Investigation included remote troubleshooting and review of user evidence. Investigation of this case revealed a mechanical or electrical malfunction of the wake/sleep button consistent with a hardware failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.